Event description:
Patient reported left side "slightly irregular contours, heterogeneous content with irregular hyperechoic areas, compatible with intracapsular rupture" diagnosed via ultrasound. Later, patient reported "burning and pain in my breasts", "alterations and lumps in my breasts", "the bust gets hot where the prosthesis is broken", "fear it is cancer due to the symptoms", and "desperate and scared". The device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date of 2024 provided as "1 year ago" a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.